Manufacturer narrative:
The consumer reported that this was a same day spinner, consumer has a history of same day spinners. Consumer also reported that he placed a different.

Event description:
The consumer reported that this was a same day spinner, consumer has a history of same day spinners. Consumer also reported that he placed a different.